Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. PMA 510(k)- this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under PMA number p010014. The following sections could not be completed with the limited information provided: date of event - ni. Remains implanted.

Event description:
Patient underwent conservative treatment due to tibia fracture which occurred approximately twenty-one days post-implantation.